Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the or for device change out due to normal eri. Externalized conductors were observed. Normal electrical measurements were observed and no anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the lead tip measuring 37.1cm was returned for analysis. External insulation abrasion was noted at 11.4-12.4cm and 28.8-29.1cm from the distal tip, consistent with lead friction to another device or heart feature. Externalized conductors due to external insulation abrasion were noted at 11.6-13.8cm from the distal tip, consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 23.4-25.5cm from the distal tip. The etfe coating was intact at all abrasion locations.